Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user initiated a fill tubing process while the infusion set remained connected to the body, after which the user experienced hypoglycemia and the cgm sensor subsequently failed, prompting transition to backup therapy and completion of troubleshooting and education. Symptoms included sweating and a feeling of fever during the hypoglycemic episode. Outcomes included urgent low glucose alerts, self-treatment with oral glucose and juice, and no professional medical intervention or assisted care. Investigation included user counseling on hypoglycemia management and device use, with confirmation of low-glucose alarms. Investigation of this case revealed an infusion set/cartridge use error related to failure to disconnect from the body during rewind/fill, consistent with known effects that can result in excess insulin delivery and low glucose. It was concluded, based on previously established findings for similar reports, that user error was the most likely cause.